Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was not working. The blood glucose level was unknown. The customer also stated that the pump exposed to fluid. Troubleshooting was performed. Customer also stated that insulin has backflow into pump. Customer stated that pump had fluid (insulin) exposure in both battery cap and reservoir compartment. The product will return for analysis.